Manufacturer narrative:
On 11/18/2020, stryker sustainability solutions became aware that MDR section b2. (Outcomes attributed to ae) was not completed for this MDR. This supplemental MDR serves to provide this information. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported there was significant venous bleeding after taking the middle colic pedicle with ligasure device. The device failed to seal a vessel. It interrupted the procedure because the doctor had to use a suture and ligature to tie off the vessel. The complainant is not aware of any patient injury. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. There was evidence of bio-burden present on the device. The device was confirmed that it can seal, coagulate, and cut. No issues observed. No error messages were observed during the functional testing. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: ancillary equipment failure. Thumb trigger button (activation button) not engaged throughout the entire seal cycle. Device activated in contact with pooling fluid. Device used on vessels thicker than 7 mm. The instructions for use (IFU) state: use caution during surgical cases in which patients exhibit certain types of vascular pathology (atherosclerosis, aneurysmal vessels, etc.). For best results, apply the seal to unaffected vasculature. Do not use this instrument on vessels in excess of 7 mm in diameter. Place the vessel or tissue in the center of the jaws. To avoid incomplete sealing, do not grasp tissue beyond the electrode surface; do not place tissue in the jaw hinge. Contact between an active instrument electrode and any metal object (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects, such as an effect at an unintended site or insufficient energy deposition. Eliminate tension on the tissue while sealing and cutting to ensure proper function. Do not attempt to seal over clips or staples as incomplete seals/damage to the cutting blade will occur. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. A continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. The surgeon may inspect the seal before cutting the vessel or tissue. After inspecting the seal, the surgeon should create a second seal adjacent to the first seal before cutting, as described below. Keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a sterile, wet gauze pad as needed. A tone with multiple pulses indicates that the seal cycle was not completed. Do not cut tissue until you have verified that there is an adequate seal. Use caution during surgical cases in which patients exhibit incompressible tissue. There may be limitations associated with effective use of the device in these situations. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported there was significant venous bleeding after taking the middle colic pedicle with ligasure device. The device failed to seal a vessel. It interrupted the procedure because the doctor had to use a suture and ligature to tie off the vessel. The complainant is not aware of any patient injury. These are commonly used devices that are readily available.